Event description:
Reporter states that her freestyle libre device is having issues over reading and not reading at times. Device will read 40 to 50 units above finger sticks. Device will regularly loose signal and will not alarm. Reporter states adverse events of feeling lethargic, sweaty, and weakness.